Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, g7,h2, h6, (type of investigation, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID: (B)(4).

Manufacturer narrative:
Occupation: msn, rn, cnl, phn, psm iii. Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. It w as noted that the patient had been transferred in from another facility, and the alarm began on admission to the cicu. Troubleshooting aid was given to no avail. The fiber optic cable was coiled, secured, and labeled. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4;d9 return to mfg; g3; g6; h6 type of investigation, investigation findings, investigation conclusion. Corrected fields: b1; d4 catalog number, UDI number, model number; h3. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. Additionally the optical fiber was found to be broken within the catheter tubing approximately 71.4cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred.